Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting to peritonitis manifested by abdominal pain. The breach was described as environmental factors (unspecified) or touch contamination. The day after the onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin and gentamycin (dosages, frequencies, durations, and routes not reported). Two days after event onset, pd therapy was discontinued and the patient was switched to inpatient hemodialysis. After five days of hospitalization, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the event. Additional information is not available.